Event description:
The following article was received based on a literature review: article: baerveldt aqueous shunt with or without mitomycin c augmentation: a retrospective comparison study a retrospective comparative case series was done to evaluate if intraoperative mitomycin c (mmc) influences the success of baerveldt aqueous shunts. A total of 88 patients underwent baerveldt 350 aqueous shunt insertion and were divided into two groups: 55 received intraoperative mmc and 33 did not (control group). In the mmc group, hypotony episodes occurred during the follow up months below: ¿ month 1 ¿ (n=4) ¿ month 3 ¿ (n=6) ¿ month 6 ¿ (n=2) ¿ year 1 ¿ (n=6) ¿ year 2 ¿ (n=3 (1 with persistent hypotony)) ¿ year 4 ¿ (n=1) in the control group, hypotony episodes occurred during the follow up months below: ¿ month 1 ¿ (n=2) ¿ month 3 ¿ (n=3) ¿ month 6 ¿ (n=1) ¿ year 2 ¿ (n=1 (persistent hypotony)) ¿ year 3 ¿ (n=1) ¿ year 5 ¿ (n=1) in the mmc group, the most common complications at month 1 include the following: ¿ high intraocular pressure (iop): (n=15) ¿ hypotony: (n=4) ¿ corneal abrasions: (n=2) ¿ hyphema: (n=1) ¿ ptosis: (n=2) ¿ choroidal detachment: (n=2) ¿ ripcord exposure: (n=2) in the control group, the most common complications at month 1 include the following: ¿ high iop: (n=14) ¿ hypotony: (n=2) ¿ corneal abrasions: (n=4) ¿ hyphema: (n=1) ¿ choroidal detachment: (n=1) ¿ ripcord exposure: (n=1) in qualified analysis, iop higher than the predetermined upper thresholds of 18 mmhg or 21 mmhg or inability to lower the iop over 20% were the main reasons for failure of baerveldt shunts (over 90% of cases). The second most likely cause was iop above the maximum levels. All the hypotony cases were transient and resolved with viscoelastic injection (2 cases), reinsertion of the ripcord (1 case), external ligation of the tube (1 case), or observation (2 cases). Other postoperative interventions reported include 3 bleb revisions (2 mmc vs 1 control), 3 external ligations (2 mmc vs 1 control) and 2 reintroduction of the ripcord (mmc). It was reported that 7 patients died during the course of follow-up but it was not stated whether these deaths are related to the baerveldt shunt insertion. No further details were provided. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 55.9 (55 patients with mitomycin c augmentation) and 54 (33 patients without mitomycin c augmentation) section a3: 34 female and 54 male patients (19/36 with mmc and 15/18 without mmc) section a4: information unknown/not provided. Section a5: white 39, african caribbean 16 and asian 30 section b3: date of event: exact dates not provided. Article acceptance date is november 30, 2022. The study was conducted for surgeries performed between january 2015 and march 2016. Section d4: model number: model number is unknown, as the serial number was not provided. Section d4: catalog number: catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section h3 - other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: de sousa peixoto, r.; saravananan, a.: selvan, h.; pipis, s.; thaker, r.; begum, s.; pandey, p.; nessim, m.; masood, I.; sung, v.; baerveldt aqueous shunt with or without mitomycin c augmentation: a retrospective comparison study; november 30, 2022; manuscript no. Ogla-d-22-00197r2; https://doi.org/10.1016/j.ogla.2022.11.007; issn 2589-4196/22 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.